Event description:
Boston scientific received information that during an x-ray to evaluate this patient's right ventricular (rv) lead, this left ventricular (lv) lead was found to have clavicular crush and possible lead fracture. A revision procedure was performed to revise both the rv and lv leads. It was noted that the lv pacing thresholds had increased at lv tip to rv pacing. When programmed lv tip to can, good thresholds were obtained. When programmed lv tip to lv ring, out of range impedances of greater than 2,000 ohms were observed. This lead was surgically capped and replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.